Manufacturer narrative:
The product was not returned and the lot number is unknown; therefore, a device investigation could not be performed.

Event description:
It was reported that a physician indicated he performed a surgical explant of a gore helex septal occluder.